Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a loss of therapy. It was reported that the stimulation has gone haywire and was not providing stimulation in the left leg as it should. The patient reported that they will be meeting with the rep for reprogramming. The patient reported that they had a fall. The patient reported that they fell on their back and the handcuff case hit the ins. The patient stated that they were not sure if that is what causing the issue. The patient is a police officer as reported.